Manufacturer narrative:
The sion blue guide wire was returned for evaluation. The returned guide wire had its coil wire elongated for approximately 10cm distal to the proximal-mid solder that was originally located at 70mm from the tip. Under the elongated coil wire, the fractured core was exposed. The fracture end of the core was found at the distal end of the inner coil wire; both the straight core wire and the twist wire composing the core were twisted off. Proximal to the fracture end, the guide wire was curved. The coil pitch of the inner coil wire was widened likely due to accumulated torsion. On the distal side of the fracture, the straight core wire and the twist wire were significantly tangled up. Based on the provided information and investigation outcome, it was presumed that continuous torsion generated with wire manipulation had most likely contributed to the observed fracture of the guide wire. The applied torsion would accumulate on the guide wire likely when the wire tip was being temporarily caught or restricted its movement by calcified plaque. When the stress exceeded the product design limit, it made both core and coil wires twist off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, - [malfunction and adverse effects] breakage of the guide wire.

Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with pushing, pulling, or rotating manipulation of the guide wire had most likely contributed to damage the guide wire. The applied stress would exceed the product design limit likely when the wire tip was being trapped and restricted its movement by the calcified lesion. It was concluded that this event was not attributed to product quality. Despite making attempts to obtain additional information and clarification of the word unstructured, no further information was provided. It was assumed that unraveling might be the closed term to describe unstructured; unraveling of the guide wire is known malfunction that could cause or contribute to patient injury. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warning] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire got unstructured on the distal part during a pci to teat multiple lesions (less than 75% stenosed) with heavy calcification in the proximal, mid, and distal lad. The guide wire crossed the first lesion without difficulty in less than 2 minutes. After the guide wire crossed the second lesion in the mid lad, it was noted the guide wire was unstructured. The pci was achieved with another sion blue guide wire. There were no adverse patient effects associated with this guide wire.